Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements and high capture thresholds on the left ventricular (lv) lead. The field representative stated reprogramming would be performed. No adverse patient effects were reported. At this time, this device remains in service.